Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, 3 hours into a coronary bypass, during suturing using the continuous suture technique for vascular anastomosis, the needle and the thread easily disengaged. Another device was used to complete the case. There was no patient injury.